Manufacturer narrative:
No lot number was provided by the customer. A review of the non-conformance database was conducted and there were no documented deviations for any lot issued to this customer therefore the lot was released without issue. In 2011, biomet microfixation added an IFU to this part number to further guide the customer in the use of this instrument. The IFU states: "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip. If excessive pressure is applied to the tip of the instrument, it will bend, rendering it useless. This elevator is not intended for use when removing a tooth that is not loose in the socket. Biomet microfixation, formerly walter lorenz surgical, does offer an instrument that is designed to remove teeth that are not loose in their sockets. The instrument is the modified beck elevator, part number sp-2359. If you would like to order this instrument, please contact biomet microfixation customer service at 904-741-4400 or 800-874-7711." Device malfunction is subject to two year rule, there are no adverse events reported with this complaint file. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
One elevator broke inside the patient's mouth. This is a similar device malfunction as reported on 1032347-2013-00204. There are no adverse events reported with this case. Product is subject to two year rule.